Event description:
The user facility reported a 31-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician decided on escalation of care and the impella cp was removed and an impella 5.5 was placed. Upon impella 5.5 removal, a clot was discovered in the inlet cage. The nurse stated the patient was subtherapeutic. Heparin was in purge and was running systematically. The team reported the patient suffered an embolic stroke. The patient had an intra-aortic balloon pump placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. The clinical stated there was a clot observed on the inflow cage upon explant and the data logs show a small spike in motor current followed by decreased flows. Though the product was not returned, the root cause of the stroke is most likely due to ingested biomaterial.